Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system with a dilator snapped inside the sheath. The device was bloody. The tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed tip damage (delamination of the tip). Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed 17 july 2019. It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used and it was noted the tip of the access system became damaged. The device was exchanged for a new access system to complete the procedure successfully. There were no patient complications. However, device analysis revealed inner liner delamination.